Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4: batch # 641c34. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly?n/a. If yes, was the staple line complete? N/a. Did the device cut? If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst60w reload loaded on the device. The reload was received partially fired 2/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 641c34, and no non-conformances were identified.

Event description:
It was reported to dl by the sales rep that during an unknown procedure that the device misfired. No further information was provided. No adverse consequences were reported. Unknown if the device is available for return.